Manufacturer narrative:
Based on the claim against the product by the customer noting the stapler reload was jammed in device, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. The reload was returned in between the jaws of instrument. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Common causes of the failure mode exposed component reloads are typically attributed to mishandling/misuse. Example: firing across a staple line or other obstructions. Additional observation not reported by site: the reload was found to be broken. The broken piece, measuring approximately 0.400" x 0.141" in size, was not returned with the reload. The root cause of this failure is attributed to mishandling/misuse. The reload was disassembled in-house and no damage to the blade was observed. The damage to the reload cartridge material was observed at the distal tip of the reload. Scratches up the slanted portion of the tip, as well as broken pusher pockets and variously shaped indentations were observed. This damage at the tip is likely related to the customer attempting to remove the reload after it became stuck in the jaws, aligning with the reported complaint of the reload becoming "jammed" in the device. The complaint regarding the reload jammed was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi has received sureform 45 stapler instrument and completed the device investigations. Failure analysis (fa) investigations confirmed but not replicated the customer reported complaint. Fa found the primary failure of firing failure to be related to the customer reported complaint. The instrument was returned with a black reload installed in the jaws. The reload was able to be removed from the instrument without any issues. Based on log review of remotefe, the instrument was found to have 1 firing failure. However, the firing failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired, and unclamped successfully. The instrument was fired with a sf green 45 reload. Visual inspection was performed and no damage was observed. The instrument was found to have a firing failure based on log review. A review of the system logs for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show part number 480445-04/ lot number t14220908-0209 was installed on the system (universal surgical manipulator (usm 1) and fired 7 reloads (1 green, followed by 6 black). Across the installs there were 23 incomplete clamps and 1 aborted clamp out of 33 clamp attempts. Completion percentages for the incomplete clamps ranged from ~58% to ~73%. On install 1, there was 1 incomplete clamp and 1 aborted clamp. Firing was completed with 1 pause for compression. On install 2, there was 1 incomplete clamp and firing was completed with 5 pauses for compression. On install 3, there were no incomplete clamps and firing was completed with 1 pause for compression. On install 4, there were 4 incomplete clamps and multiple successful clamps before the firing was completed with 2 pauses for compression. On install 5, there were 8 incomplete clamp attempts prior to the firing, which was completed with 4 pauses for compression. On install 6, there were 4 incomplete clamps before the firing was completed with 4 pauses for compression. Lastly, on install 7, there were 5 incomplete clamp attempts. Following the only completed clamp for this install, there was a firing failure, stopping at ~75% completion after a duration of ~45 seconds. The firing failure is shown in the msc logs as error code 22030. Approximately 23 seconds after the fire failed, a force fire was initiated, but was incomplete, stopping at ~84% completion. The stapler was then successfully unclamped per the logs. The probable root cause was attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lung surgical procedure, the surgeon fired a sureform 45 stapler instrument, and the stapler instrument would not release. And the reload was jammed in device. The customer was eventually able to get it out. There was a procedure delay in surgeon to handle malfunction device. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was brand new taken out of the box inserted in da vinci and used when it miss fired and jammed. Unsure it was the appropriate reload for da vinci lung cases as the surgeon is qualified and does many of these procedures with this device. Stapling of lung tissue. Unable to provide stapler information. The surgeon did not fire over an existing staple line. No buttress material was used. There was no injury or issue to the patient or surgical field. The procedure was completed with no incident. And no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the color of the reload jammed when the event occurred was black. No the reload was not able to complete firing. Yes there were malformed staples. There was unsuccessful fire and could not reload. When the user removed the instrument, yes with difficulty, the reload was also removed from the instrument. The surgical task was completed with a new stapler since the unable to reload.